Event description:
Essure was implanted and it has caused systematic inflammation, chronic pelvic pain, heavy bleeding during menses, pain before, during and after menses. Pain during and after sex. Depression ensuring from not being able to get up and do things like I used to before essure. Heavy metal poisoning. Nickel is leaking from the device into my body more and more. Breaking out in hives and essure is the only known cause.